Event description:
It was reported by the clinic that the patient was found expired during his peritoneal dialysis treatment. Also reported was that the patient had cardiac disease.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted if any new information is reported. Medical records summary of findings: based on the medical records information and a review of the documentation in the fresenius pilgrim system, the clinic rn reported that the patient was found expired. The certificate of death reported patient's date of death on "(B)(6) 2014" at "10:30a.m." The immediate cause of final disease or condition resulting in death was renal failure. An autopsy was not performed. It is unknown as to whether (B)(4) products contributed to the cause of death due to patient's medical history, co-morbidities, concomitant medications, abnormal lab values, and the report that the products the patient was using at the time of death were not retained. In addition, as well, the pdrn stated that the pt had cardiac issues (and she was not sure if event is cycler related). The record of the patient's vitals on the day of death was not provided. Plant investigation: as no lot number was provided by the client a sap search was done to identify each lot number of the product that was delivered to the client in a three month time frame prior to the event date, the search demonstrated three lots were shipped to the client. No product from these lots is available to be analyzed. A DHR was completed using the records from the identified lot number. No discrepancies or nonconformances were found during the production of the lots. The reported complaint was not confirmed, a definitive conclusion regarding the complaint cannot be reached without a physical examination of the complaint sample. This report is related to two other product reports for the same event.